Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The graphic user interface (gui), printed circuit board (pcb), backlight inverter pcbs were replaced, and the software upgraded to the current revision, which resolved the reported issue. The unit passed all performed tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that the ventilator graphic user interface (gui) upper display became blank. There was no patient involvement. There is no report of death or serious injury associated with this event.